Event description:
During a plasma pheresis procedure the instrument alarmed and displayed a m2dir2 message. This message indicates a pump has turned in the wrong direction. The center's standard operating procedure indicates the pheresis procedure should be discontinued when this alarm occurs. The following info was provided by the center: the donor was removed from the instrument adn the blood in the disposable kit was not returned. The donor had a reaction described by the center training coordinator as a vasovagal reaction (syncope). Donor symptoms were weakness, dizziness/lightheadedness, pallor and syncope (fainting/loss of consciousness). The donor's lower extremities were elevated, a cold towel was applied to the neck and forehead and oral fluids were given. The physicain was notified and vital signs were taken every few minutes beginning at 5:10pm. At 5:45pm the donor was released. The donor stated that they felt fine and appeared to be mentally alert. They were counseled regarding the reaction and preparing for the next donation. They were driven home by a friend. It was determined by the center that a follow-up eval would be required before the next donation.